Manufacturer narrative:
It was reported that the needle was grasped at the tip. No additional dissection was performed and approximately 3 mm of needle was retained in the patient around adnexa uteri.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Analysis was not performed on returned sample received broken. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Conclusion : retained samples were evaluated. Visual and functional inspections were performed and the samples met the requirements.

Event description:
It was reported that the patient underwent laparoscopic myomectomy on 03/24/2015 and suture was used. While suturing the uterus, the point of the needle broke. X-ray and CT were performed but failed to find the broken piece. It was reported that the broken piece has been retained in the patient. The procedure was completed with a like device. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion\: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.